Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative concerning patient with a trial external neurostimulator (ens). The indication for implant was unknown. Trial patient reported at lead pull that the pain at insertion site was bad. The patient had an infection at the trial lead insertion. The patient was prescribed antibiotics. The patient did report good relief with the trial. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on (B)(6) 2017 reporting that the patient was hospitalized and went through a spinal decompression. The patient had since been discharged and had gone home by the time of the report. No further complications were reported.